Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 16-years-old male child patient faced blockage at site. The blood glucose level of the patient was 519 mg/dl which ws treated by correction bolus via pump. No further information was available.